Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l46998, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
A patient death was reported and the cause of death was from an undetermined morphine overdose. The reporter noted the patient had oral morphine, a drug for insomnia, as well as the drug pump. It was also noted that it was undetermined if the death was related to the device. The pump was being used to deliver morphine. It was further reported that the patient¿s last refill was (B)(6) 2013. It was noted that no changes were made to the dose or concentration and the alarm date would have been (B)(6) 2013.